Manufacturer narrative:
The micrusphere 10 platinum microcoil (B)(4) stretched during repositioning at the target site. Then, the whole system (coil and microcatheter) were removed, and another device was used to complete the procedure with a different microcatheter. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm. During placement, the coil was left in the aneurysm, while the unknown microcatheter was repositioned. There was no resistance/friction noted between the coil system and microcatheter. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and the microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no patient injury. The returned coil was severely stretched. Possible contributing factors to the coil stretching during repositioning include the coil becoming anchored on the coils already dwelling inside the aneurysm, on itself, on the distal tip of the microcatheter, or from another form of unknown interference. The exact circumstances that produced the coil stretching cannot be determined. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The instructions for use cautions to not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. It cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Although a definitive root cause conclusion cannot be made, procedural factors including repositioning the microcatheter over the deployed coil may have contributed to the event. With review of the analysis and device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During repositioning at the target site, the micrusphere 10 platinum microcoil (sph10030020/m10407) stretched during repositioning. Then, the whole system (coil and unknown mc) were removed, and another device was used to complete the procedure with a different microcatheter. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and during placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. There was no resistance/friction noted between the coil system and microcatheter. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and the microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no patient injury and the devices will be returned for analysis. The coil has been returned severely stretched. The most likely contributing factor to the coil stretching during repositioning may have been due to the coil becoming anchored on the coils already dwelling inside the aneurysm, on itself, on the distal tip of the microcatheter, or from another form of unknown interference. The exact circumstances that produced the coil stretching cannot be determined. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the reported procedural information and the analysis of the returned devices, clinical factors and procedural handling factors addressed in the instructions for use and/or interaction with the concomitant non-codman microcatheter are factors that may have contributed to the stretching of the coil. There is no indication of any relationship to the manufacturing process; therefore, no corrective actions will be taken at this time.

Event description:
During repositioning at the target site, the micrusphere 10 platinum microcoil ((B)(4)) stretched during repositioning. Then, the whole system (coil and mc) were removed, and another device was used to complete the procedure with a different microcatheter. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and during placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. There was no resistance/friction noted between the coil system and microcatheter. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and the microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no patient injury and the devices will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.